Event description:
It was reported that the patient received four inappropriate shocks. Additionally, the patient experienced exit block. The lead exhibited high and unstable thresholds as well as noise. The lead was abandoned and capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert was triggered. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated, and indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Beginning (B)(6) 2015, 45 ventricular sensing integrity counts (sic); non-sustained ventricular tachycardia, oversensing-noise, and ventricular fibrillation (vf) detected episode. Vf detected episodes with inappropriate shocks. Rv capture thresholds greater than 2.5 volts (B)(6) 2014 through (B)(6) 2014. Lead integrity alert (lia) triggered on (B)(6) 2015 for 2 or more high rate non-sustained episodes and over 30 sensing integrity counter (sic) in 3 days.